Event description:
Boston scientific received information that this device detected a supraventricular tachycardia (svt) and rhythm ID (rid) initially inhibited, however, ultimately dropped out and delivered anti-tachycardia pacing (atp). The atp resulted in a morphology change, causing the rate to increase in the ventricular fibrillation (vf) zone. The device continued to deliver shock therapy until exhausted. Technical services discussed programming recommendations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Additional information was received stating this system was electively upgraded. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.